Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6 investigation summary: bd did not receive samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during decapping with bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes the stopper remained in the tube. The following information was provided by the initial reporter: I received the information that the customer didn¿t encounter any decapping issues for the last 14 days after several technical interventions on the instrument. This means the customer did still have issues until about the third week of (B)(6).